Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/23/2015.

Event description:
(Interim medical records for the time period (B)(6) 2003-(B)(6) 2011 are extraneous to covidien mesh case upon review) (B)(6) 2011-(B)(6) 2011 - complains of bladder incontinence, has no real feeling as to when needs to go the bathroom, states toviaz helped her with bladder symptoms. (Medical records further to (B)(6) 2011 are extraneous to covidien mesh case upon review)